Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient has a system explant due to an unknown reason. No further information was able to be obtained. No additional adverse patient effects were reported.